Event description:
It was reported that the device indicated elective replacement (eri) and had short battery longevity. It was also reported that the left ventricular (lv) lead threshold was high and phrenic nerve/diaphragmatic stimulation was noted. The lv lead was capped and replaced. Finally, the right ventricular (rv) lead output was programmed high due to past clinic checks, however the measured threshold was now lower so the output was lowered. High rv defibrillation impedance was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
(B)(4)